Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mild calcified left forearm artery. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.